Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) (exact upn is unknown) was being used for the purpose to administer medications for the advanced stage parkinson's disease. The device was placed in (B)(6) 2011 (exact date is unknown).according to the complainant, on (B)(6), 2011 it was noted the tube was blocked. The tube was rinsed however this did not resolve the issue. The duodopa was administered to the side branch of the tube.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation as it is still implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.